Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
According to an abstract published in the (B)(6) 2012 journal of bone and joint surgery, a subject who received a pfc knee implant experienced pain, and upon radiographic review, it was evident that there was loosening and a fatigue fracture of the medial condyle. Patient was revised. (Knee).

Manufacturer narrative:
The device referenced in the report was not returned to depuy. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not referenced in the abstract. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.